Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the cap began to rotate independently, cracked and the fiber began to end fire. The procedure was completed with a second fiber without patient complications.